Manufacturer narrative:
The aware date provided in the initial report was incorrect. The correct aware date is april 11, 2019.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.